Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted to the hospital by emergency medical services (ems) on (B)(6) 2024 at around 10:00am. A family member called ems on (B)(6) 2024 in the morning as the patient was unconscious. The system controller was checked by ems team. The modular cable was not connected to the controller and reconnection of the controller was made. A green ¿pump running¿ symbol was confirmed by medical team after reconnection. Cardiopulmonary resuscitation (CPR) was initiated (the aortic valve closed by park's stitch during initial pump implant). Pump flow was at approximately 3.8 liters per minute (lpm) with a pulsatility index (pi) around 8 under CPR (using mechanical chest compression system) when arriving at the emergency unit. The patient was declared deceased at the hospital. Log files were sent for review. It was unknown if the death was considered to be device related, and it was stated that the device operated as expected. No products were to return for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation could not confirm a device issue through log files; however, additional information states that the patient was found by a family member unconscious with their driveline disconnected confirming the reported event. A reason for the driveline disconnection could not be determined off the information provided and the log file did not capture the disconnect. A root cause for the reported event could not be determined through this analysis. The device history record for the system controller (serial number (B)(6)). No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.